Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0wblw, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had visible signs of erosion over the left lead. The hardware was visible through the erosion. The wound was surgically opened, cleaned, and closed. The issue was resolved. There were no further complications reported.